Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted partial gastrectomy. The reload was attached to the adapter and the clamp test performed. The surgeon clamped the tissue and tried to fire the device, but it did not enter firing mode and could not fire. To complete the firing, another reload was used. No patient injury or extension in surgical time. Patient status is no problem.